Manufacturer narrative:
No repair information available. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Reported via china aer database: issue summary: it was reported that the anesthesia system did not work without pumping and could not maintain the normal operation of the anesthesia system. This failure was not reported to have patient injury occur. The machine was replaced to continue to the operation normally.